Event description:
A 10 minutes post initiation, patient's eyes rolled up b/p dropped to 68/39 became unresponsive. Reused back plus additional ns 300cc given. Immediately post rb became alert and verbally responsive without recollections of any symptoms. B/p improved to 144/62. Pre tx b/p-113/61, pc 66 rg. O2 given at 34 min via nasal cannula. Dialyzer was reused with 3 lns and tx was continued using the same dialyzer without any further incidence. See scanned page.